Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk. .

Event description:
The customer reported that during their validation study, 2 patient samples (one symptomatic and one asymptomatic) tested positive with (B)(4) rt-pcr and tested negative across all 4 silaris docks. The 2 samples did not correlate with the results from the reference lab. No patient information available no adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.